Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that low load fluoro only available and teal unit of the system went offline. Upon troubleshooting uts circuitry and gsspdu, fse found voltage sensor reporting error, f4 fuse blown in uts and pcm sp1 board burnt. The fse found teal power unit failure. The fse replaced the power distribution unit (pdu). After replacement of pdu, the system was returned to use in good working order.

Event description:
It has been reported to philips that the system was giving an error of ¿low load fluoro only available¿. The system was in clinical use. There was no reported patient or user harm. A philips field service engineer (fse) inspected the system onsite and confirmed the reported problem. Troubleshooting actions showed a problem with a blown fuse in the power distribution unit (pdu). The fse replaced the pdu and returned the system to use in good working order. Philips has started an investigation of this complaint. A follow up report will be submitted when further information is received.